Event description:
It was reported that an alert was detected on this implantable cardioverter defibrillator (ICD) for right atrial automatic threshold (raat) test suspension. Technical services (ts) reviewed the device data and determined that the raat failed to measure the threshold due to low evoked response (ER) since implant. Ts recommended programming optimization options. The health care professional (hcp) plans to reprogram the raat feature off. At this time, the device remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up clinic visit, the health care professional (hcp) called technical services (ts) for further consult review of the ICD presenting electrogram (egm). Upon review, intermittent farfield oversensing which led to inappropriate atrial tachy response (atr) was observed. It was also noted additional raat suspensions due to low ER. Ts recommended programming optimization options. At this time, the device remains in service. No additional adverse patient effects were reported.